Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the physician suspected that the right ventricular lead might be fractured and caused inappropriate shocks. The patient was brought into the lab for a lead replacement and a device changeout due to normal eri. The lead was capped and replaced on (B)(6) 2021 without incident. The patient was discharged.